Event description:
It was reported the epiq cvx ultrasound system control panel arm was not locking in place for the side-to-side motion. The issue was found when moving the system from one room to another. There was no reported patient or user harm associated with this event. The fse is scheduled to go onsite to determine the root cause and resolution.

Manufacturer narrative:
A philips service engineer replaced the bearing to resolve the issue. A thorough engineering investigation has been performed to identify the root cause of the reported issue. The engineering team determined the failure was a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips' supplemental aware date. The information can be found in the g3 field containing the date received by manufacturer on 10/11/2024.